Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with redness at the cardiac resynchronization therapy defibrillator (crt-d) site and swelling in the area that was not healing. The patient had an infection. The crt-d system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.